Manufacturer narrative:
(B)(4). The analysis results found that the atw45 device was received in good visual condition and with a green cartridge reload loaded in the device. The reload was received fully loaded with staples and with no damage to the spring cartridge lockout. The device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. However the reload was tested for functionality on a test device and it fired, cut and formed the staples as intended. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged resulting in the clamping mechanism failure. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device had a damaged rotating knob. The device stapled and cut with no issue, but the rotating knob was damaged. The device could not be articulated anymore. Another device was used to complete the case. There were no adverse consequences to the patient.